Event description:
The door can be flexed to the point which allows unauthorized personnel to use objects to press the vial to receive a bolus of meds. No patient injuries have been reported and the manufacturer states the process to correct all devices impacted by this issue in 4th quarter 2013.======================manufacturer response for pca pump, lifecare pca (per site reporter).======================hospira will begin the process to correct all devices impacted by this issue in the 4th quarter of 2013.what was the original intended procedure?IV medication administration.device #1is this a laboratory device or laboratory test?no.